Event description:
During peg placement the avanos percutaneous endoscopic gastrostomy introduction wire snapped during the procedure. Another kit was opened and used no harm to the patient. The wire was discarded after the case. We will continue to track, trend and monitor these specific events.